Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was displayed as ¿high¿; however, no specific value was provided. No additional bg information was provided by the customer. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.